Manufacturer narrative:
A1-a4: patient information not provided. Manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad) devices and the reported bleeding could not be conclusively determined through this evaluation. The research abstract (see attached), ¿glycoprotein (gp)ib protein expression is reduced in heartmate (hm) 3 patients with non-surgical bleeding complications within the first 3 months¿, reported the following information: the purpose of this study was to compare the expression level of glycoprotein (gp)ib-ix-v platelet receptor complex in heartmate 3 (hm3) patients with and without bleeding complications to investigate the alterations of the platelet transcriptomic profile on platelet damage and increased bleeding risk. This was done by obtaining blood samples from hm 3 patients with nsb (n=27) and without nsb (n=55). The mrna and protein expression of the platelet receptor complex subunits gpiba, gpix and gpv were quantified by realtime qpcr and enzyme-linked immunosorbent assay. This study concluded that the observed reduction of platelet receptor gpiba protein expression in patients experienced their first bleeding event within 3 months after left ventricular assist device (lvad) implantation may influence platelet physiology under pathologic shear stress conditions. The alterations of functional gpiba potentially reduce the platelet adhesion capacities, which may lead to an impaired haemostatic process and elevated propensity of bleeding in hm3 patients. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 of the IFU, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of the hm 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿glycoprotein (gp)ib protein expression is reduced in heartmate 3 patients with non-surgical bleeding complications within the first 3 months¿ that heartmate 3 (hm3) may have been associated with bleeding. The research study compared the expression of glycoprotein (gp)ib-ix-v platelet receptor complex in hm3 patients with and without bleeding complications to investigate alterations of platelet transcriptomic profile on platelet damage and increased bleeding risk. Blood samples were obtained from 27 patients with non-surgical bleeding and 55 patients without non-surgical bleeding. The bleeder group was further divided into 19 patients with non-surgical bleeds within the first three months and 8 patients with non-surgical bleeds after three months. The three groups were comparable regarding mrna expression of gpib, gpix and gpv (p>0.05). The group with a non-surgical bleed within the first three months were reported to have a significantly reduced expression level of main receptor subunit gpib (p=0.04).